Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an unspecified quantity of homechoice cassettes leaked. This was observed during priming of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.